Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Event description:
The tps micro driver was sent for evaluation because it was slow to turn off during a procedure. The procedure was completed with a readily available replacement device without any clinically significant delay. No adverse event was associated with the device.